Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. A 10mmx2.75mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at 8atm. The device was simply pulled out from the patient's body. The procedure was completed with a different device. No patient complications were reported and the patient was stable post procedure.